Event description:
It was reported that a small volume intermate device was missing its blue winged luer cap. Patient involvement and the step of setup or therapy during which this was noticed are unknown; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from september 21, 2012 to september 24, 2012. Evaluation summary: the sample was received for evaluation. A visual inspection identified that the blue winged luer cap was missing. Since the device was received out of its original packaging, it is unknown if the cap was in the original packaging before opening. A defective product was unable to be verified. The cause of the missing component could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.